Manufacturer narrative:
The hill-rom technician found the left intermediate side rail latch was sticking. He lubricated the latch to resolve the issue.

Event description:
Info received indicated the side rail would not stay in up position.